Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2011: all on new finger sticks, different fingers, within 30 minutes. Inratio = 1.9, 1.6, 1.2, 4.3. On (B)(6) 2012: finger stick. Poc = 3.0 (poc device used at his physician's office was a protime). On (B)(6) 2011: finger stick. Inratio: 4.5. In the past, pt's inr has been historically stable, almost always within therapeutic range since he began getting his inr tested approximately 4 years ago. Therapeutic range: 2.5-3.0. Pt self tester has been milking finger; ran out of lancets and is using the needle he uses for diabetes testing.

Manufacturer narrative:
Investigation pending.